Event description:
It was reported that during a reversal of hartmanns procedure, the first device was inserted as usual during this laparoscopic case. When the anvil was clicked into place and closed down, it would not close all the way down without springing off. The anvil was correctly joined to the spike on the device, but it seemed that the spring mechanism was not working correctly. They removed the device, keeping the anvil in place from the first device, as they could not remove this, and inserted another same like device. They attached the anvil to the device and closed down as normal. When fired, they heard the 'crunch' and removed as normal. However, on inspection of the rectum, there were no staples visible, nor were there any staples on the device. It appeared as if no staples were in the device to begin with. The patient had to revert back to a hartmanns as they could not re-join back together.

Manufacturer narrative:
Information anticipated, but unavailable at this time.